Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported via a trail that during the procedure in 2008, a 3.0 x 23 mm xience v stent was deployed in the mid lad, without pre-dilatation. After the stent was deployed, a dissection was noted and an additional 3.0 x 08 mm xience v stent was deployed to cover the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection is a known possible outcome of coronary stenting procedures, and listed in the IFU, as a potential adverse event. However, it was noted that no pre-dilatation was performed prior to stenting the lesion. The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." Although a cause for the dissection and the relationship to the device, if any, cannot be determined, there are no indications of a device deficiency which could have contributed to the outcome of the procedure.